Event description:
It was reported that the 9800 system would not image in the lateral position. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.